Event description:
The patient claimed that all the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2012 with the following findings: there was evidence of moisture damage visible through the display. The bolus button was missing. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damage should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was no damage found to the main keypad, and all keypad buttons responded appropriately to button presses. There was moisture damage observed on the pcb.